Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip at the basepoint of the grips location. A piece approximately 5.84 mm x 2.19 mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps (mbf) instrument has not been received for failure analysis evaluation. Additional patient information: body mass index (bmi): 16. Height and unit: 162cm.

Event description:
It was reported that during a da vinci-assisted thoracic (right upper lobe) surgical procedure, the maryland bipolar forceps (mbf) instrument broke inside the patient's chest cavity. The broken part fell inside the patient but was retrieved during the same surgical procedure which was completed robotically. The broken fragment corresponded with the missing part of the forceps instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mbf instrument was inspected with no initial damage detected. The event occurred while the surgeon was stapling a vessel. No functional issues were identified with the instrument before the instrument breakage occurred. The customer indicated that the mbf instrument collided with other instruments or hard material during the case. However, the customer does not believe the fragment broke off the instrument during an instrument collision. The fragment was retrieved without the need for additional surgery, and all pieces were confirmed as accounted for, with no resulting injury to the patient. The instrument and fragment were discarded. No images of the instrument or fragment are available for further evaluation.